Event description:
During an ercp procedure the physician used a cook endoscopy howell dash ii sphincterotome pre-loaded with a metro wire guide. While removing the sphincterotome from the wire guide, the outer coating of the wire guide separated at the distal end, exposing the inner core wire. No portion of the wire guide coating detached in the pt. The guide wire and sphincterotome were removed simultaneously. The pt did not require add'l procedures related to this occurrence. No adverse effects to the pt were reported due to this occurrence.

Manufacturer narrative:
Eval: our eval of the returned device confirmed the report as it was described. The outer coating of the wire guide has separated near the distal end, exposing the inner core wire. The wire guide was returned loaded into sphincterotome and was contaminated with dried contrast. A small sliver of the outer coating is loose inside the sphincterotome lumen. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusions: a definitive cause for the observation was unable to be determined. A potential contributing factor to wire guide coating damage is allowing contrast to dry on the guide wire, as observed during our prod eval. This can cause resistance in wire guide movement inside the sphincterotome. Damage to the wire guide coating can occur if excessive pressure is applied to the wire guide when resistance is encountered. The instructions for use instruct the user to flush the wire guide with water or saline. For best results, the user is instructed to keep the wire guide wet. A contrast filled lumen may cause resistance during movement of the wire guide. Prior to distribution, all dash sphincterotomes and metro wire guides undergo a visual inspection to ensure device integrity. This inspection includes a visual inspection of wire guide coating. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this observation may be use and/or procedure related. Customer qa will continue to monitor for complaint trends.